Manufacturer narrative:
Thermo fisher scientific r&d analyzed the customer data files and found evidence of lab-based contamination resulting in spurious amplification in both data files. Sample mapping data was not provided so individual sample discordance could not be assessed. For the samples run on the 7500 instrument, all positive controls failed due to ms2 amplification, invalidating the run. For the data provided for the samples run on the quantstudio 5 there were prevalent bubbles present in the reaction wells. This bubble formation is a result of workflow/mixing issues, which resulted in signal discontinuity (non-logarithmic amplification) crossing the threshold, leading to one (1) false positive sample call. Thermo fisher is sending a field application scientist to the customer site to assist them with the issues that they are encountering.

Event description:
Customer reported one (1) suspected false positive result while running the taqpath covid-19 combo kit (eua) on a 7500 fast pcr instrument. The customer retested nine (9) samples that were originally called positive using a 7500 fast instrument (covid interpretive software v1.6) on a quantstudio 5 (covid interpretive software v2.6) and one (1) sample returned a negative result.